Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument for failure analysis evaluation. The vse instrument was tested on an in-house system and passed multiple cycles of initialization, recognition, and engagement tests. The vse instrument moved intuitively with a full range of motion in all directions, and the jaws operated as expected. The vse instrument was connected to the erbe generator and passed bipolar energy recognition. It was then connected to in-house bipolar cautery cables, where it passed the energy delivery test. The cut test was also successful. Additional information: isi received the universal surgical manipulator (usm) for failure analysis (fa) evaluation. In the logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the customer reported event. The usm was installed onto a patient side console fixture test platform (pftp) where all relevant testing was passed within specification.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the vessel sealer extend (vse) instrument on universal surgical manipulator (usm) #3 unexpectedly moved upward immediately after a sealing action, then returned to its prior position. The incident occurred while the surgeon¿s head was inside the surgeon side console¿s (ssc) high resolution stereo viewer (hrsv). The movement exceeded the intended range, and system error messages were displayed stating, ¿arm not ready. Remove instrument to continue.¿ and ¿remove instrument.¿ at the time, the vse instrument was grasping tissue, and the indicator light on usm #3 turned yellow. It remains unclear how the tissue was released, as the vse instrument was pulled out of the field of view; however, a small amount of unexpected bleeding occurred but was successfully managed with compression using gauze. The patient is doing well with no post-operative complications. An intuitive surgical inc. (Isi) technical support engineer (tse) was contacted for assistance. Shortly after, a second instance of unintended movement occurred while the vse instrument was suspended in air. Although the motion resembled instrument interference, no physical collision or external interference was observed. The tse recommended replacing the vse instrument as a precaution. An isi field service engineer (fse) was dispatched to the site for further investigation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed a video of the incident and noted "at around 16:15, after inserting an instrument into arm 3 and performing various operations, approximately 3 seconds before grasping the tissue, the messages "arm not ready. Remove instrument to continue" and "remove instrument" were displayed on the status pod of arm 3, and then the instrument appeared to be removed while still grasping the tissue." Additionally, "at around 16:46, after inserting an instrument into arm 3, an unintended movement occurred before it touched the tissue. This movement resembled interference between instruments (although in reality, there was no interference)." The vessel sealer extend (vse) instrument was "then replaced with a spare instrument. Based on the video recording of the incident, possible causes include a malfunction of the instrument drape, or the drape not being properly attached (the drape was pinched or not attached properly). The incident did not recur when the fse visited, but universal surgical manipulator (usm) #3 was replaced," preventatively. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive the usm #3 or the vse instrument to perform failure analysis. A review of the energy log shows that the first vse instrument (lot number: k11250314-0274) was installed multiple times on usm #3. The logs show 152 seal or coag events, with no errors per the logs. The second vse instrument (lot number: k11250314-0228) was installed multiple times on usm #3. The logs show 92 seal or coag events, with 5 seal events resulting in high initial starting impedance errors. The logs show two instances of an error, indicating a recoverable error, with the first instance related to high initial starting impedance and the second instance related to a communication parameter out of range. The logs show a couple instances, of instrument recognition related error, indicating ¿instrument sensors missing. A tool was fully detected, but then lost one or more, but not all of the tool sensors for 3+ seconds¿ on usm #3. This aligns with when the second vse instrument was installed on usm #3. Note: refer to medwatch report (MDR) with MFR report # 2955842-2026-03640 for MDR submission of the adverse event and malfunction related to the usm #3 unintended movement.